Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer called to report that he has a rollator and the left hand side brake handle broke while he was using it. He had no information on model or date code of this rollator. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code is unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.